Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is blower does not run. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation reusable pollen filter by service, auto CPAP adv w/modem with electrical damage, blower box with water, inlet/outlet seal with contamination, blower with water, blower outlet seal/isol, top enclosure with contamination, screw kit with contamination, iso port kit plus with contamination, humidifier water tank with contamination was observed. The customer complaint was reproduced. There was no error has been identified.